Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The uhs technician installed a 2nd solenoid driver board, and performed tech bulletin on the cs100 iabp that has been kept in storage at a non-clinical location and is in non-working condition. It will be left in this condition since this customer is a self-servicer and will perform any repairs necessary when needed. The iabp was not cleared for clinical use.

Event description:
It was reported that there was a consumption of out of box failure solenoid driver board, discovered by universal hospital services (uhs) technician during a field action work on a cs100 intra-aortic balloon pump (iabp). There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The uhs technician installed a 2nd solenoid driver board, and performed the solenoid driver board field action. The technician also performed the datasettes field action per tech bulletin. The iabp unit passed functional testing but failed runtime test and had an expired safety disk. The customer services their own pumps; therefore no further repair was completed. The iabp was not cleared for clinical use. The unit will be returned to storage at a non-clinical location and will not be kept in running state.

Event description:
It was reported that while performing a field action to replace the solenoid driver board, the board failed. This event was discovered by an uhs technician (getinge designee). There was no patient involvement, thus no adverse event was reported.